Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a right total hip arthroplasty in 1997. Subsequently, patient underwent hip correction procedures in 1998 and 2000. Patient was revised on (B)(6) 2005 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 2006 due to dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - 1997, PMA/510(k) number, manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00819 & 03003).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a right total hip arthroplasty in 1997. Subsequently, patient underwent hip correction procedures in 1998 and 2001. Patient was revised on (B)(6) 2005 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 2006 due to dislocation.